Manufacturer narrative:
Physio-control provided a replacement device to the customer. Physio will evaluate the device upon its receipt from customer. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
The customer reported that the device is displaying service wrench and won't power on. There was no pt use associated with the device.